Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the patient line of the homechoice cassette and the patient extension set, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 4 of 4 of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the patient line of the cassette and the extension set. The renal therapy service agent advised the patient to end therapy and to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.